Manufacturer narrative:
Super poligrip extra care with poliseal is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of stroke in a male, patient, currently (B)(6) who used super poligrip extra care with poliseal (B)(4) as a denture adhesive. A physician or other health care professional has not verified this report. Co-suspect medication included other unspecified super poligrip products and fixodent. According to the claim, the patient's denture adhesives of choice were "poligrip, super poligrip, super poligrip extra care with polyseal and/or any other poligrip denture cream adhesive product was well as fixodent and/or any other type of fixodent denture cream adhesive product available." On an unknown date, the patient was "diagnosed as having a stroke, due to a deficiency of copper in his blood stream, all attributed to excess zinc and therin, resulting in copper depletion attributable to poligrip, super poligrip, super poligrip extra care with polyseal and/or any other poligrip denture cream adhesive product, as well as fixodent and/or any other type of fixodent cream adhesive product." The patient now suffered "from profound and permanent neurological and other injuries" attributable to the products which left him "unable to perform his normal, customary and daily activities, rendering him in a severe state of paralysis." This case was assessed as medically serious by gsk. At the time reporting, the events were unresolved.